Event description:
A bd first PICC line was placed in pt on (B) (6) 2010. On (B) (6) 2010, found the PICC line had a hole in the catheter in the part that extended beyond the pt. The iu fluids leaked from the hole when she flushed the line. The PICC was successfully removed without harm to the pt.